Manufacturer narrative:
The facility reported that the dilator broke off in the patient. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No sample was returned for evaluation. No additional information is available. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
The facility reported that the dilator broke off in the patient.